Event description:
On or about (B)(6) 2011 a miniarc was implanted in the plaintiff to treat her pelvic organ prolapse and/or urinary incontinence. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff experienced "excruciating and chronic pain, infections, bleeding, and urinary problems as well as need for additional surgery." It was also alleged that the plaintiff "suffered, and continues to suffer, serious bodily injury and harm," along with "pain, suffering and complications."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.